Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve occlusion. The patient is male, had v-p surgery on (B)(6) 2015. On (B)(6) 2015, the patient returned hospital for check. It was reported wound split. At the same time the surgeon checked the wound and noted valve occlusion. He did revision surgery and changed the new valve to complete. Now the patient has discharged.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The bactiseal catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. With programmer 82-3126, (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot crkcn7, conformed to the specifications when released to stock on the 24th september 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot ctkbdm, conformed to the specifications when released to stock on the 20th august 2015. No root cause could be determined as the valve functions. No problem was found with the bactiseal catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.